Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device cannot store electricity. There was no adverse patient impact reported.

Manufacturer narrative:
.